Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Reproduction testing was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode manufacturer site, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h2311) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. However, a specific root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -by pushing the distal cover at an angle when attaching it to the endoscope, the distal cover was damaged and easily detached from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The event can be prevented by following the instructions for use which state: "the cause of the drop off is presumed to be insufficient attachment to the scope and insufficient attachment to the scope due to chemical cracks caused by chemicals such as anti-fog agents. We have confirmed that the handling precautions for these factors are described in the instruction manual as follows. See caution column in 7.3. "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." " push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." See warning column in 7.3. "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that this event is the same as the event with patient identifier (B)(6). The indication for the procedure was pancreatitis. The plastic cap was split in half and was retrieved from the patient's mouth. There was a small amount of blood in the mouth. There were no additional medical interventions done. The patient's current condition is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and initial evaluation results. 64 single use unused distal covers were returned to olympus for evaluation. The failed distal cover was not returned. A new single distal use cover was removed from the sterile packaging and visually inspected. The single use distal cover was not used, as there were no signs of foreign material or damages. The single-use distal cover was placed on the distal tip of the concomitant bronchovideoscope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover attached to the distal end; however, the seam on the top side of distal cover began to separate creating a gap. The distal cover was pulled and twisted to verify that the part did not slip or come off. Olympus further tested 10% of the received devices, which exhibited similar results. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp) the distal cover fell off during the procedure and was located in the mouth of the patient after the scope was removed. Additional information provided from the customer stated that there was no error messages observed as a result of the event and the procedure/anesthesia was not extended due to the event. This complaint required 2 reports. The related patient identifiers are as follows: (B)(6): tjf-q190v, evis exera iii duodenovideoscope: (B)(6): maj-2315, single use distal cover this medwatch report is for patient identifier: (B)(6).

Manufacturer narrative:
The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.